Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys pth immunoassay (pth) tested on a cobas e 411 immunoassay analyzer. The initial pth result was 18.45 pg/ml. The sample was repeated and an analyzer alarm was generated with no numerical result generated. The sample was repeated again and a pth result of 92.65 pg/ml was obtained. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The pth reagent lot was 18500000 with an expiration date of 31-jan-2018. Further investigation showed that qc testing performed prior to the event showed no issue. The customer was using a secondary tube with a diameter below the specified size of 13mm which most likely caused a pipetting error that lead to the low result. Other possible causes can be foam or bubbles on the sample surface, fibbing clots or strands caused by insufficient pre-analytical handling, or insufficient maintenance.